Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and a malfunction 00 alarm. The customer's blood glucose (bg) level was 300 mg/dl and insulin injections were used to address the bg level. The customer was to use insulin injections to manage diabetes.

Manufacturer narrative:
Device investigation found no related device issue for the reported occlusion alarm.